Event description:
Per healthcare professional: pt had a synchromed pump implanted on 08/08/1996 with intrathecal baclofen therapy for relief of spasticity due to a spinal cord injury and quadriplegia. He was maintained on a stable dose of baclofen. On 12/25/1998 he was admitted to a hospital with lethargy. The pump was stopped and baclofen from the pump could not be aspirated. The pump was explanted 1/13/1999 and another synchromed pump was implanted. On follow-up, the pt has recovered from the reimplantation and is doing well with no residual effects.